Event description:
It was reported that the patient that is part of the a4092 cartesia extend 3d clinical study, experienced migration of the leads of the spinal cord stimulator (scs) system. The patient underwent a procedure in which the leads were replaced. No additional information has been received from the clinical study site despite multiple requests. It was additionally reported that in addition to the two leads being replaced, two lead extensions were also replaced during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/a. Upn: m365db220330c0. Model: db-2203-30c. Serial: (B)(6). Batch: 5000541.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/a, upn: m365db220330c0, model: db-2203-30c, serial/batch: (B)(6). Db-2203-30c; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Db-2203-30c; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient that is part of the a4092 cartesia extend 3d clinical study, experienced migration of the leads of the spinal cord stimulator (scs) system. The patient underwent a procedure in which the leads were replaced. No additional information has been received from the clinical study site despite multiple requests. It was additionally reported that in addition to the two leads being replaced, two lead extensions were also replaced during the procedure.

Event description:
It was reported that the patient that is part of the a4092 cartesia extend 3d clinical study, experienced migration of the lead. The patient underwent a procedure in which the leads were replaced. No additional information has been received from the clinical study site despite multiple requests.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: n/a, upn: m365db220330c0, model: db-2203-30c, serial: (B)(6), batch: 5000541.